Event description:
It was reported there was a degraded downstream occlusion seal. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Device was decontaminated. Dso seal bubbled, uso seal worn, and lens scratched. Performed visual and functional testing. The reported problem was verified, and the root cause was the dso seal. The dso seal was replaced, along with the uso seal and lens. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.